Manufacturer narrative:
Additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Visual evaluation was conducted, and the problem was duplicated. The root cause for this event was severe damage to the front panel. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the front left panel is damaged and the annual preventive maintenance is due. Patient involvement is unknown.